Manufacturer narrative:
One device was returned for analysis of complaint that there was a cassette unlocked alarm during volume accuracy test. Analysis of device found a defective downstream occlusion sensor, which is a reportable malfunction that could lead to interruption in therapy. Review of event log found four occurrences of ¿high alarm displayed: cassette not attached properly¿ and seven occurrences of " high alarm displayed: downstream occlusion." Previous service history included (B)(6) 2025 through (B)(6) 2025 for "device not indicating that pump is locked.". The complaint was not confirmed at that time. Visual and functional testing was performed. During second attempt of volume accuracy test, the device did not recognize that the cassette had been locked, partially confirming complaint. It was found that the downstream occlusion (dso) sensor is defective. Probable cause was defective dso sensor. Replaced dso sensor. Device passed all testing criteria post repair.

Event description:
It was reported that there was a cassette unlocked alarm during volume accuracy test. Analysis of device found a defective downstream occlusion sensor, which is a reportable malfunction that could lead to interruption in therapy.